Event description:
In january 2005, the pt reportedly had an infeciton (etiology not given). In 2005, the decision wa smade to explant the pt's device. In 2 weeks later, the pt was reimplanted with another advanced bionics cochlear implant.